Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion. Device remained implanted.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of an implant of 20mm edwards sapien 3 transcatheter heart valve. On pod2 a perivalvular leak was observed.. A procedure was scheduled to better evaluate with a transesophageal echocardiogram and, if necessary, make a dilation of this sapien 3 in order to try to reduce the leak. A ballooning was performed to accommodate the valve, without implanting a new sapien 3. The patient maintained a perivalvular leak and was stable. As per medical opinion, the reason of the leak is unknown. The final valve position was as intended (80/20). The degree of calcification was mild.

Event description:
Edwards received notification from our affiliate in brazil. As reported, this was a case of an implant of 20mm edwards sapien 3 transcatheter heart valve in the native aortic position by transfemoral approach. On pod2 a moderate perivalvular leak was observed. A procedure was scheduled to better evaluate with a transesophageal echocardiogram and, if necessary, make a dilation of this sapien 3 in order to try to reduce the leak. A ballooning was performed to accommodate the valve, without implanting a new sapien 3. The patient maintained a moderate perivalvular leak and was stable. As per medical opinion, the reason of the leak is unknown. The final valve position was as intended (80/20). The degree of calcification was mild.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and engineering evaluation. The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of paravalvular leak was unable to be confirmed due to unavailability of the medical record/relevant imagery. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Several procedural and anatomical factors can contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. As reported, ''an implant of 20mm edwards sapien 3 transcatheter heart valve, in aortic position by transfemoral approach. On pod2 a moderate perivalvular leak was observed. The final position was intended (80/20). The degree of calcification was mild. A ballooning was performed to accommodate the valve, without implanting a new sapien 3. After the ballooning the moderate perivalvular leak persisted''. Due to the limited information and without the relevant imagery, a definitive root cause was unable to be determined at this time. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional information received. Added h6 type of investigation code. Updated h6 investigation conclusion code. Updated h10. Imagery was reviewed and following observations were made: annular area and average diameter measured at 300.2 mm2 and 19.5 mm, respectively, which is compatible with selected 20mm thv. Mild calcification in the annulus was noted. Moderate to severe calcification in leaflets was noted. Aortic valve calcification was noted. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of paravalvular leak was unable to be confirmed due to unavailability of the medical record/relevant imagery showing the leak or gap between the thv and target site. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. As reported, two days post implantation of 20mm edwards sapien 3 transcatheter heart valve in aortic position by transfemoral approach, a moderate perivalvular leak was observed. The valve final position was intended (80/20). The degree of calcification was mild in the native annulus and moderate-to-severe on leaflets. A bav was performed without a success. The moderate perivalvular leak persisted. The presence of bulky calcification may create an irregular contact between the thv and target site, compromising the seals and lead to paravalvular leak. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. As such available information suggests that patient factors (calcification) may contribute to the reported complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.